Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 125-140mg/dl fasting. Verified the strips expire 04/17/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1: 156mg/dl (B)(6) 2015 08:41:00 pm fasting: yes; 2: 155mg/dl (B)(6) 2015 07:13:00 pm fasting: yes; 3: 180mg/dl (B)(6) 2015 06:41:00 pm fasting: yes; 4: 191mg/dl (B)(6) 2015 06:34:00 pm fasting: yes; 5: 156mg/dl (B)(6) 2015 06:57:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 125-140mg/dl fasting. Verified the strips expire 04/17/2018. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.